Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial lead was exhibiting high out of range, pace impedances along with low amplitude, measurements. The physician suspected the lead had fractured and subsequently replaced the product with another boston scientific lead model. The effected lead was successfully removed; however is not being returned for analysis. No adverse patient effects had been observed either pre, nor during the revision procedure. It was additionally noted that the patient was an active swimmer.